Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device expiration date: 31-jul-2026. Investigation summary: bd received two photos for investigation, and evaluation of these images shows evidence of foreign material and underfill. Additionally, functionally testing was performed on 20 retained samples, all of which drew within specification. Furthermore, a visual inspection of 100 retained samples revealed no foreign materials. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and foreign material - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, an inadequate blood draw volume and unknown foreign matter were detected in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, an inadequate blood draw volume and unknown foreign matter were detected in one device. No adverse impact was reported regarding the patient or user.